Event description:
The following was reported to the hamilton medical ag: ambient closed test failed; sys tubing tightness test failed.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for operation. The root cause was not determined but a defect seal ring in the ambient valve assembly (msp160164) which was replaced and brought to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. An still ongoing investigation is working on deriving appropriate corrections to eliminate the cause of the defect, and no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the device had an issue with low volumes provide to the patient during ventilation. During the following service several calibration and tests have failed, which can be put in relation to the user alarms during ventilation. After performing the tightness test the device shows the message "release valve defect". The device failed during service. Neither harm to the patient nor a treatment delay was reported. The ambient valve was replaced as correction. The alarm disappears when the tightness test is completed successfully. Root cause: defective ambient valve.

Event description:
The following was reported to the hamilton medical ag: ambient closed test failed. Sys tubing tightness test failed.